Event description:
It was reported one day post implant that the right atrial (ra) lead exhibited small p waves. The lead was repositioned and remains in use. The post lead revision x-ray appeared to show shearing of the lead but device testing is normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.